Manufacturer narrative:
No investigation was completed as the actual device was not returned to the rwmic facility or manufacturer as of (B)(4) 2014. Facility has purchased over (B)(4) similar devices in last three years. A request for additional information and photos of device has been submitted, no response as of (B)(4) 2014. Rwmic considers this matter closed. However, in the event we receive additional information, we will provide FDA with follow-up information.

Event description:
Richard wolf medical instruments corp. (Rwmic) received a medwatch report on (B)(4) 2014. Report indicated ceramic tip of device broke during a hysteroscopy procedure. Pieces fell in patient's uterus and were retrieved from uterus by irrigation/flushing with saline. No radiographs were obtained. No injury to patient or staff reported.